Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially it was reported that there was a tecnis toric calculator issue. There was no issue with the lens, it was the calculation machine error. Later it was reported that tecnis symfony toric multifocal intraocular lens (model zxt375 +26.0 diopter) was subsequently explanted in a secondary procedure because of patient's astigmatism. A tecnis symfony toric multifocal intraocular lens (model zxt225 +26.0 diopter) was implanted as a replacement. The patient was reported to be doing good at discharge. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.